Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds measurements as a result the lead was repositioned. The threshold increase was suspected to be cause by either a dislodgement or a perforation; however neither of these could be confirmed during the procedure. No additional adverse patient effects were reported